Event description:
It was reported the coil migrated. Vascular access was obtained via femoral approach. The large 5 x 3cm pseudoaneurysm arose from the pre-hilar branch of the inferior accessory right renal artery having direct high flow fistulous communication with the inferior vena cava (ivc). The renal artery was 5mm in diameter and was moderately calcified. A 6mm x 20cm interlock coil was selected for use. While attempting to deploy the coil through the 2.7fr non-bsc microcatheter in the inferior branch of the right renal artery, the coil prematurely detached prior to completing positioning in the selected artery. The coil migrated to the right atrium due to the high flow fistula. The coil was removed with a snare. The procedure was successfully completed in the renal artery with other coils. There were no patient complications and the patient's status was stable.